Event description:
The dilator snapped on both products during insertion.

Manufacturer narrative:
This report reflects two products with the same catalog and lot number. Additional info will be submitted upon 30 days of receipt.